Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was interrogated prior to the device replacement procedure and was discovered to be in safety mode with limited critical therapy still available. The patient was noted to be cognitively impaired. The device was explanted and replaced the same day. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was interrogated prior to the device replacement procedure and was discovered to be in safety mode with limited critical therapy still available. The patient was noted to be cognitively impaired. The device was explanted and replaced the same day. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination of the device header and case noted no anomalies. The device exhibited no telemetry capabilities and therefore could not be interrogated. The titanium case was opened, and the battery was removed so that an external power supply could be connected to the device circuitry for further analysis. Internal visual inspection noted no anomalies. The analysis indicated the device circuitry exhibited an appropriate current drain measurement. The battery analysis indicated normal function with no failure found. It was confirmed that brady therapy remained available. The results of the device analysis confirm the clinical observation, but the cause of the failure could not be determined.